Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set was occluded. Customer's blood glucose at the time of the incident was 160 mg/dl. The customer stated that insulin was not going through the infusion set. Troubleshooting was not provided. The issue was not resolved. Product is not expected to return.